Event description:
It was reported by the user facility to terumo cardiovascular that there was a kink in the tubing that connects to the centrifugal pump. The product was not changed out, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo received a photographic image of the actual device for evaluation. Visual inspection confirmed that the tubing had a kink in it where it attaches to the centrifugal pump. The location of the centrifugal pump in the pack has been changed since this pack was designed. A production alert has been added to the specification to inspect packs during next build. A review of the device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).